Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503751bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided rupture with no trauma post procedure. The rupture was confirmed through mammogram and ultrasound. As a result, explant and replacement is planned for (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/30/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During visual inspection a crease on anterior view was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).